Manufacturer narrative:
The device has not been returned to the service department of omsc. The evaluation of the device confirmed the defect of the circuit board. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the circuit board due to aging. If additional information becomes available, this report will be supplemented.

Event description:
The user reported to the service department of olympus medical systems corp. (Omsc) that a scope communication error occurred (b30) due to defect of the circuit board. There was no report of patient injury associated with this event.